Event description:
It was reported the patient's ipg was unable to communicate with multiple charging systems. X-rays were to be taken, however the results are unknown at this time. Surgical intervention may take place at a later date.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.